Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
It was reported that during a routine check of the cs100 intra-aortic balloon pump (iabp), it showed electrical test failure 119. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine check of the cs100 intra-aortic balloon pump (iabp), it showed electrical test failure 119. There was no patient involvement, and no adverse event reported.